Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: how many threads presented a fragility that broke despite extra delicacy? 20 units. When was the suture broke (in the package, during removal from package, during handling or during use on the patient)? At the knotting. Was there any adverse consequence associated with the patient? No patient consequence. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Events reported via: 2210968-2022-00954, 2210968-2022-00953, 2210968-2022-00955, 2210968-2022-00956, 2210968-2022-00957, 2210968-2022-00967, 2210968-2022-00966, 2210968-2022-00968, 2210968-2022-00969, 2210968-2022-00970, 2210968-2022-00971, 2210968-2022-00972, 2210968-2022-00973, 2210968-2022-00977, 2210968-2022-00979, 2210968-2022-00980, 2210968-2022-00985, 2210968-2022-00984, 2210968-2022-00982 and 2210968-2022-00981.

Event description:
It was reported that a patient underwent an unknown procedure in 2022 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.